Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-22939.

Event description:
The customer reported via phone call experiencing high blood glucose levels and sensor issues. The customer's blood glucose was between 200 and 400 mg/dl. She stated that her sensor readings had been inaccurate, causing the insulin pump to keep her up all night. She noted one occurrence during which the blood glucose was 128 mg/dl but her sensor reading was 65 mg/dl. She stated that she had previously been hospitalized for an infection in her leg at the sensor insertion site. The sensor was also used in conjunction with the sensor. She declined troubleshooting assistance for the matter. The product will not be returned for analysis.